Manufacturer narrative:
A review of the data by boston scientific technical services (ts) confirmed the inappropriate therapy delivered and wanted to know if the patient was having a medical procedure on the date noise was seen. Ts noted that tachy mode was first changed to monitor only which was likely after the inappropriate shock was delivered around, and then the tachy mode was later changed back to monitor+therapy which was likely after what was happening the same day ((B)(4) 2015). Ts noted that rv lead numbers were good and stable and the other stored episodes show no evidence of noise and appropriate device operation. A slight drop in shock impedance measurements was noted but the values had returned to where they had been trending previously, and the pacing impedances measurements were normal. At this time the system remains implanted. It was confirmed that the patient was having mitral valve surgery on the date which would explain the noise observations.

Event description:
Boston scientific received information that this patient presented with noise, oversensing resulting in inappropriate shock. Noise was seen on all three channels (ra, rv and shock channel). The patient was pacemaker dependent and pacing inhibition was also noted on the right ventricular (rv) lead, the patient was pacemaker dependent. A request for review of the case was sent to boston scientific technical services (ts). No adverse patient effects were reported.

Manufacturer narrative:
A revision took place and the device was explanted while the rv lead remains implanted. No additional adverse patient effects were reported.